Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified with unknown serial number; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation as it was third party device. Based on the complaint information and according to the evaluation results, it was found out that ¿e102 error¿ occurred. Thus, the device did not satisfy product specifications. E102 error indicates that clv lamp goes out. It was determined that error code e102 was displayed because a third-party lamp was used. Additional information stated that the customer was ordering the correct olympus bulbs. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: the light source does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the device gave an error code e102. The customer confirmed with tac that a third party lamp was being used, and this could result in the issue as the third party lamps are not compatible with the clv-190. The customer is going to order the correct lamp, no further help was needed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source was giving error code e102. There were no reports of patient harm.